Event description:
It was reported that the patient underwent a re-implant surgery on (B)(6) 2014. During insertion of the new implant, the surgeon experienced difficulties in inserting, the new electrode. Post-op x-ray showed electrode inserted but curved back upon itself.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.